Event description:
During removal, the catheter broke approx 5cm distal to the cuff. No cutting instruments were being used to remove catheter. Breakage occurred deep to any manipulation. Pt was taken to the cardiac catheterization procedure and x-ray guided removal of catheter tip. The catheter tip was successfully retrieved.